Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal and vertical lines during sedation of a diagnostic colonoscopy involving an olympus colonovideoscope. The procedure was completed using the similar device. There was no patient injury reported.